Event description:
The customer reported less than 5 mls of clear fluid leaked from red blood cell (rbc) bath overflow in the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer also reported the 4c controls recovered low on the red blood cell (rbc), hematocrit (hct) and platelet (plt) parameters and the instrument was experiencing abnormal movement. The customer did not cycle patient samples during the event. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the red blood cell (rbc) bath overflow from the debris in the red blood cell (rbc) bath drain tubing causing a partial clog. The fse cleaned the debris; resolving the bath overflow and low red blood cell (rbc), hematocrit (hct) and platelet (plt) results on controls. While onsite, the fse noticed dried debris on the sampling syringe and the syringe was replaced; resolving the abnormal movement. The fse also replaced instrument filters and peristaltic pump tubing as part of preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).